Manufacturer narrative:
The customer noticed the results were "strange" and checked the reagent; a tip had fallen inside the reagent. On 09-jul-2021 the field service engineer (fse) confirmed that the tip had fallen into the reagent; tips had also been falling into the sample tube and on the sample cover. The fse adjusted the position of the sample/reagent probes. On 12-jul-2021 the fse revisited the customer site and replaced the sample/reagent probe unit. The fse performed adjustments and instrument performance testing. Qc was acceptable. The customer had no further issues after the last service visit. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was <0.2 uiu/ml. The repeat result was 50 uiu/ml. Both results were reported outside of the laboratory. The hcg + b reagent lot number was 470489. The expiration date was not provided.